Manufacturer narrative:
Insulin pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on pcb one. Unable to verify failed battery test alarm or battery power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump received a failed battery alarm. The customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.